Event description:
It was reported that there were concerns this pacemaker exhibited premature battery depletion (pbd). The device remains in use. No adverse patient effects were reported. This investigation will be updated when further information becomes available. Additional information received indicates that technical services (ts) reviewed the reports and found that the device was prematurely depleting. Ts advised device replacement or re-evaluating the battery in 90 days. The device remains in use. No adverse patient effects were reported.